Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID d224trk ICD implanted: 2011-(B)(6), product ID: 5076-52 lead, implanted: 2001-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate shocks for oversensing. The lead also had high impedance and a fracture was suspected. A lead integrity alert (lia) triggered but the patient did not hear the audible alerts. The lead was programmed off and was subsequently replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the criteria for the right ventricular lead integrity alert were met and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. 163 lifetime ventricular sic are recorded beginning (B)(4) 2014. Lead integrity alert (lia) triggered on (B)(4) 2014 due to meeting the requirements for non-sustained tachycardia and impedance. There are 15 non-sustained tachycardia events of less than 220 ms v-v cycle recorded on (B)(4) 2014. Ventricular pace impedance rises from 893 ohms on (B)(4) 2014 to greater than 4000 ohms the week ending (B)(4) 2014.